Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years 5 months post transcatheter valve replacement procedure of a 29mm sapien 3 valve implanted in the pulmonic position, the patient's valve was stenotic. The patient underwent a valve in valve procedure with a 29mm sapien 3 valve to resolve the event.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no medical records or imagery were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, the edwards sapien 3 transcatheter heart valve and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis. The edwards sapien 3 transcatheter heart valve and accessories are also indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve. Additionally, valve stenosis is listed in the IFU as a potential risk associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The event for stenosis was unable to be confirmed due to unavailability of the returned device, relevant medical records, and imagery. A review of the DHR did not identify any manufacturing non-conformances that would have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. It should be noted that the transcatheter heart valve (thv) was implanted in the pulmonic position for this case. The sapien 3 (s3) with the commander delivery system (ds) was only indicated for the native aortic valve, surgical bioprosthetic aortic or mitral valve replacement at the time of original implantation. Therefore, this was off-label for pulmonic valve replacement. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 4 years 5 months post transcatheter valve replacement procedure of a 29mm sapien 3 valve implanted in the pulmonic position, the patient's valve was stenotic". Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, a definitive root cause was unable to be determined; however, patient factors not provided may have caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.